Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventilator generated an error for loss of communications. The ventilator was not on a patient at the time of the event. The service engineer evaluated the ventilator and replaced the graphic user interface (gui) printed circuit board assembly (pcba). The ventilator passed self testing.